Manufacturer narrative:
Initial phone number: (B)(6). A product investigation was completed: part 03.607.005, lot 9396121: the visual inspection of the returned polyaxial head holder has shown that a part of the tip is broken off as complained. The instrument was produced in april 2015. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Unfortunately the exact cause which has led to this occurrence could not be defined. It is likely that a mechanical overload situation caused the breakage. The exact cause which has led to this occurrence could not be defined. Inadequate handling without oiling the instrument after the sterilization process cannot be excluded. No product fault could be detected. Reportedly there was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a polyaxial screwholder broke off generating fragments. It is unknown where or when this event happened, but there was no patient involved.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted, DHR review for: manufacturing location: (B)(4). Part #03.607.005, lot. 9396121, manufacturing date: 10. April 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the polyaxial screwholder broke off. Disassembling of remobilization tool is not possible. Fragments were generated, but it's unknown whether additional intervention was necessary. It is unknown where or when this event happened, but there was no patient involved. This complaint involves one parts. This report is 1 of 1 for (B)(4).